Event description:
It was initially reported that this device could not go through a previous stent. Preliminary evaluation of the 9x29mm palmaz stent indicated that the distal stent struts were uplifted which was confirmed by analysis. Analysis also indicated that the stent was out of the position and partially deployed. During pta with 2 stents, a palmaz genesis stent 'escaped from the deployment system while the physician tried to approach the stent to target lesion in the iliac artery and was implanted in a non target lesion and a second palmaz genesis stent didn't go through a previously implanted smart control stent which was implanted a couple of years ago. The procedure was closed and the physician did just balloon angioplasty. The patient is ok now.' Access was via the femoral and a contralateral approach was used. The product stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The target lesion had more than 80% stenosis, calcified, was at an acute angle and bifurcating. The vessel was also tortuous. The stent was properly mounted on the system when inspected prior to use. Devices used were an 8f terumo sheath and a .035" terumo guidewire. Prior to inserting the sds in the catheter, the balloon was not inflated or partially inflated. There was no negative pressure applied to the sds. It is unknown if the inflation device was in the neutral position when the system was being advanced. The stent dislodged in the patient and was implanted in a non-target lesion. Another stent was not deployed to treat the target lesion. A second lesion common iliac artery was being treated with the second device. The product stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use.

Manufacturer narrative:
This is one of two products involved with the reported events with associated manufacturer report numbers of 9616099-2013-00240 and 9616099-2013-00161. One non sterile catheter sds genesis 9 x29 mm 135cm pro was received coiled inside a plastic bag. The balloon appear have been partially inflated. The stent was partially deployed. Stent marks observed in the balloon. The stent was received moved of its original position.struts uplifted on distal end of stent. Insertion withdrawal test was performed with lab sample 7f csi and the catheter was introduced without difficulty in the lumen of the csi. Dimensional analysis for od proximal seal could be performed using the vernier a 2.0mm requested and the od proximal seal was found whiting of specification with a measure of 2.0mm. Dimensions proximal seal diameter 6f 2.0 mm. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The stent delivery system tracking difficulty through another stent reported by the customer was not confirmed since the device pass through lab sample 7f csi and od proximal seal was found whiting specification; however the failure experienced by the customer could be related at the condition of stent partially deployment. The exact cause of struts uplifted on distal end of stent could be not determined. Controls are in place to prevent defective from stent placement. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During approach to the iliac artery for stenting, a palmaz genesis stent dislodged from the delivery system and was implanted in a non-target lesion. The target lesion reportedly had more than 80% stenosis, was calcified, tortuous and at an acute angle and bifurcating. Access was via the femoral artery and a contralateral approach was used. The stent intended to treat the first lesion dislodged, was implanted in a non-target lesion and the procedure was completed with balloon angioplasty only. The device was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The stent was properly mounted on the system when inspected prior to use. Devices used were an 8f terumo sheath and a .035" terumo guidewire. Prior to inserting the sds in the catheter, the balloon was not inflated or partially inflated. There was no negative pressure applied to the sds. It is unknown if the inflation device was in the neutral position when the system was being advanced. A second lesion, located in the common iliac artery, was unable to be treated as a second palmaz genesis stent would not pass through a previously implanted stent. Details regarding the second lesion and how the procedure was completed are unknown. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. However, upon analysis of the returned device, it was noted that the struts at the distal end were uplifted, the balloon appeared to have been partially inflated and the stent was partially deployed and moved from its original position. There was no patient injury reported. One non sterile catheter sds genesis 9 x29 mm 135cm pro was received coiled inside a plastic bag. The balloon appear have been partially inflated. The stent was partially deployed. Stent marks were observed in the balloon. The stent was received moved of its original position. Struts uplifted on distal end of stent. An insertion withdrawal test was performed with lab sample 7f catheter sheath introducer, the catheter was introduced without difficulty in the lumen of the catheter sheath introducer. Dimensional analysis for the outer diameter proximal seal could be performed using the vernier a 2.0mm and the outer diameter proximal seal was found within specification with a measure of 2.0mm. The dimensions of the proximal seal diameter 6f - 2.0 mm. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported "stent - dislodged" and "inaccurate placement" for the first palmaz stent was not confirmed through analysis as the balloon had been previously inflated and deflated and crimping marks were noted in the balloon. The stent remained implanted in the patient and there was no reported patient injury. The exact cause of the failure reported by the customer could not be conclusively determined; however, based on the information available, there are vessel characteristics (80% stenosis, calcified, tortuous, at an acute angle and bifurcating) that may have contributed to the difficulty experienced by the customer. The reported "offset/out of position, premature deployment, and strut uplift-distal" of the second palmaz geneis, noted during analysis, is likely procedurally related as the operator had difficulty guiding the device through a previously implanted stent. Neither of the analyses, dhrs, nor the information available for review suggests that the difficulties experienced could be related to the manufacturing process of the unit; therefore, no corrective action will be taken. This is one of two products involved with the reported events with associated manufacturer report numbers of 9616099-2013-00240 and 9616099-2013-00161.